Manufacturer narrative:
(B)(4). A visual examination of the returned capio slim revealed that there was no any visual failure on the device. The carrier extended and retracted without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
This report pertains to one of two devices used during the same procedure. Associated MFR. Report #3005099803-2017-01460 pertains to the other device. It was reported to boston scientific corporation that a capio¿ slim was used during an unknown procedure. According to the complainant, two capio devices misfired. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.